Event description:
Reportedly, the patient received multiple appropriate shocks from the ICD involved in this MDR report and was admitted to the hospital. During ICD interrogation, it was observed that device performed several resets and it was closed to the elective replacement indicator; prompt device replacement was recommended.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.